Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased impedance, decreased sensing, and noise episodes were observed on the right atrial (ra) lead. The physician elected not to take any action at this time. The patient's condition is stable and will continue to be monitored.